Event description:
The customer reported unresponsive buttons and a motor error alarm. The alarm could not be cleared due to the unresponsive buttons. The time on the screen did advance. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
On the insulin pump was received with a motor error alarm due to corrosion on the motor home switch. The insulin pump also had a frozen display due to a corroded electronic assembly. No damage was found on the keypad trace. The keypad buttons functioned properly.